Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip did not go off according to routine action. The procedure was completed with other available clips. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not go off according to routine action. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no discernable problems were observed on the clip assembly. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No problems with the device were noted. The reported event of clip did not go off was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of clip did not go off according to routine action. Initial reporter address: (B)(6).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip did not go off according to routine action. The procedure was completed with another resolution clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.